Manufacturer narrative:
Concomitant medical products: fr99525 tissue valve, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the change-out procedure, cautery was used multiple times to free leads from scar tissue. The implantable pulse generator (ipg) had no pacing once the pocket was opened and the ipg was pulled out. The device was checked and a polarity switch to unipolar polarity was noted. The device was reprogrammed and placed back into the pocket where pacing resumed.the ipg wasthen explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.